Event description:
User facility voluntary medwatch received from cdrh which stated: "the roller on the cassette door is broken. Because of this we have seen the ability of the cassette to free flow. Our thought is that if the user does not get the cassette completely inserted and tries to close the door, the roller can break off if door is forced close." Upon further query the following info was provided that indicated a general report of an unspecified number of undocumented incidents of unrestricted flow after the door roller or door assembly was damaged. The events occurred either during set up prior to pt use or during testing of the device at the user facility. The customer contact indicated the damage was due to the doors being forced closed after the cassette of the tubing sets had been improperly seated into the cassette holder on the door. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. The customer contact indicated that the staff had been previously educated on insertion of the cassette tubing; however, due to staff turnover, continued reinforcement was necessary. Though requested, no additional info was provided.

Manufacturer narrative:
The report number is (B)(4). The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. Hospira is in the process of investigating the reported event. All further communication regarding the investigation findings and corrective actions will be made directly to the osb (office of surveillance and biometrics.) This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).